Event description:
Our rep is reporting that during an arthroscopic shoulder repair, the pt sustained burns at the exit portal and down the arm. Surgeon won't use the device's suction tube. Facility discarded complaint device. Questions out for further info and details.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.